Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubex application failed. A technical support specialist found that the cubex application was unresponsive and confirmed no other applications or high resource usage were affecting performance. The tss ended the application via task manager, collected logs, and the customer confirmed successful login. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6). D4: unique device identifier not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank main had a cubex application was not responding. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.